Manufacturer narrative:
During processing of this complaint, attempts were made to obtain weight but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number 1627487-2020-30491. It was reported the patient experienced ineffective therapy. In turn, reprogramming was unable to resolve the issue. As a result, surgical intervention steps were taken where system was explanted.